Event description:
A talent stent graft system was inserted into a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm. Vessels were non-tortuous, severely calcified, and 10 mm in diameter. The right side appeared to be more accessible than the left. The physician attempted to advance the talent device via a right femoral artery cut-down, the right side was dilated/ballooned. However, due to the narrowed and severely calcified vessels, the talent device could not be advanced, and the right external iliac artery ended up rupturing. The device did not kink. The physician did not want to attempt a left-side approach or try a conduit. The physician elected to perform an open surgical repair. No additional clinical sequelae were reported, and the patient is stable. The talent delivery system was discarded by the user facility.

Manufacturer narrative:
Evaluation results: (arterial trauma/dissection/perforation), (severely calcified vessels).